Event description:
Nicardipene drip was infusing, drip decreased in rate as usual. Noted pt's b/p increasing, assessing IV site, and then heard IV pump alarming, a channel on 313131 of the triple pump stated "fault" a the top. Unable to use other channels. Unloading pt, had to reprogram another pump while off loading pt, b/p rising. Pt ischemic stroke. Two (2) min drive to the ER, informed staff need to prime the nicardipene and start on their pump, we just started on our triple pump but was saying check air.biomed checked pump: workorder is complete for this device.confirmed error, but parts and support have been discontinued for this device. Owning department is replacing medsys iiis with b.braun bodyguards 121s. Repair would have to be sent to 3rd party for repair.